Event description:
Patient reported that when saw a nurse practitioner in office it was reported that irregularity was seen to her EKG with high t-waves. No other relevant information has been received to date.

Event description:
Additional information received noting that the physician assessed the reported cardiac issues to not be vns related.